Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 25548, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and pinched at 12.56 inches distal from the handle. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the sheath was returned and subsequently tested out of specification per the manufacturer's investigation.